Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was determined that the uninterruptible power supply (ups) was the cause of the reported issue. The ups was replaced, and the issue was resolved. The ups has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) battery does not last as long as expected and the system shuts down after approximately 30 seconds when unplugged from the wall. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.